Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. Based on the information received to date, an exact cause for this incident cannot be determined. The safari 2 guide wire was used during the index procedure to guide the accurate valve system three days prior to the reported event hence the guide wire has been conservatively assessed as possibly related to pericardial effusion. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: three days post index procedure, site has reported an event of pericardial effusion. "It was observed circumferential pericardial effusion. Subject was found fallen to the ground, unconscious with important epistaxis and hematemesis, tumefactions on the nose and on the eyebrow arch". Medical therapy and other treatments were given to treat the event. The safari 2 guide wire was used during the index procedure to guide the accurate valve system hence the guide wire has been conservatively assessed as possibly related to pericardial effusion. Thress days post index procedure, subject died. An autopsy was not performed.

Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. Based on the information received to date, an exact cause for this incident cannot be determined. The safari 2 guide wire was used during the index procedure to guide the acurate valve system three days prior to the reported event hence the guide wire has been conservatively assessed as possibly related to pericardial effusion. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: three days post index procedure, site has reported an event of pericardial effusion. "It was observed circumferential pericardial effusion. Subject was found fallen to the ground, unconscious with important epistaxis and hematemesis, tumefactions on the nose and on the eyebrow arch." Medical therapy and other treatments were given to treat the event. The safari 2 guide wire was used during the index procedure to guide the acurate valve system hence the guide wire has been conservatively assessed as possibly related to pericardial effusion. Three days post index procedure, subject died. An autopsy was not performed.